Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test. Troubleshooting was not performed. Customer reads no further details given. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarm during testing however, pump error alarm (variable 3) is located in the formatted history file due to broken solder joints at the keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.